Event description:
Infant diagnosis of extreme prematurity, severe dic (disseminated intravascular coagulation), nec (necrotizing enterocolitis). Laparotomy and placement of wickmann's patch completed, and placement of broviac (cooks catheter) in progress when the infant's condition deteriorated. The procedure was performed in the nicu due to the infant on oscillator ventilator, too unstable to transport to the main or. The patient already had a line in the right side, was on the oscillator, and too sick to turn. Attempted left ij cut down. Procedure technically very difficult. The line flushed easily but could not withdraw blood. Pulled line out, but could not get back in. Patient became more hypotensive, cold, coagulopathic. Bad situation. Platelets were 12. Physician stated there were not any problems with the catheter - it was just a technically difficult procedure. Medwatch required due to device involvement.